Event description:
During an exploratory laparotomy in a trauma patient, the belmont rapid infuser r-2 was being used. At some point, there was a complaint that something in the room was burning. After several minutes of continued usage, a message popped up on the belmont stating that the infusate was at an unacceptable temperature, at which time the team noticed the belmont tubing was no longer intact and was leaking into the heating coil. At this time the operation was suspended, and they switched to another rapid infuser.